Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. The instrument passed seal and cut test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: the e100 generator was not replaced with another generator during the procedure. An isi field service engineer (fse) was not dispatched to the site, as reportedly the e-100 was functioning properly. Additionally, the instrument was inspected prior to use and the vessel sealer extend (vse) was energized using the erbe-vio dv generator, but was not energized using the e-100 generator.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the erbe integrated electro surgical unit (iesu) conducted electricity, but the e-100 generator did not. The procedure was completing as planned with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the e-100 generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.